Manufacturer narrative:
A service history review: no service history review can be performed as part number 352.311 with lot number(s) h114611 is a lot/batch controlled item. The manufacture date of this item is 2-aug-2016. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Implant and explant dates: device is an instrument and is not implanted/explanted. DHR review for part: #352.311 -synthes lot # h114611 no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Release to warehouse date:02aug2016. Supplier: (B)(4). Service evaluation the customer reported the tip was broken off. The repair technician reported the tip of the inner shaft was broken off and missing. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. The item was repaired per the inspection sheet, passed synthes final inspection on 4-aug-2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the extraction screwdriver has broken off. Issue was discovered during routine service of the device. No patient involvement. This report is for one (1) extraction screwdriver. This is report 1 of 1 for (B)(4).